Manufacturer narrative:
(B)(4) the customer returned the pump for blank display, battery was warm at removal (device heating up), and moisture exposure found on 7/30/2022.the pump powered up after battery installation. No blank display noted however, the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify device heating up anomaly due to the critical pump error (open book image) alarm. Successfully downloaded firmware (trace downloader) using crest however, the pump failed to enter the recovery mode preventing the download of the history, trace, and comlink3 files using thus. The pump was cut open to perform visual inspection. Corrosion and moisture damage were found on the inside of the battery tube, on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, and force sensor. The force sensor zero offset is within specification (24.2 mv). Critical pump error (open book image) alarm and download difficulty are due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, serial number label faded and damaged, cracked retainer, and missing keypad overlay. Blank display is not confirmed. Critical pump error (open book image) alarm and download difficulty are confirmed due to moisture damage. Device heating up anomaly is unknown due to the critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reports blank display. Display was not blank for less than 30 seconds and did not returned. Insert battery alarm displayed on insulin pump screen. Customer reported that where battery goes that side was all corroded. Insulin pump was not accepting batteries. Customer also reported that battery was warm. Contacts on battery cap was not missing and damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.